Manufacturer narrative:
Device analysis: the spiderfx embolic protection device was received for evaluation loaded in the recovery end of a duel ended non-medtronic dilation catheter. No cine images from the procedure were received for evaluation. The spiderfx filter was protruding from the distal tip of the recovery catheter end. A kink in the black proximal segment of the 320cm catheter was noted. A kink was also noted in the inflation lumen of the dilatation catheter. No damage to the duel ended catheter was noted. The spiderfx floppy distal tip was examined with the aid of magnification and it was noted that the coil adhesive bond, coil, and coil ball weld tip were not attached to the floppy distal tip or returned with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a spider fx in the common carotid artery for an angioplasty procedure vessel in a graph to the right. A 6 fr sheath was used for the procedure. It was reported the tip of the wire broke off in the patient¿s right graph. In order to complete the procedure the physician stented over the tip. No patient injury reported.

Manufacturer narrative:
Lesion non-tortuous, no calcium was present. There was reportedly 95% stenosis. The vessel was pre-dilated. Resistance was reported advancing the device. The tip of the wire broke off in the mid segment of a stent. The stripped wire end was sandwiched between the initial and subsequent stent. A scan of notes included a diagram of the event was provided. The diagram shows the spiderfx being recovered from the procedure. The partial recovery method was being used due to the amount of debris within the filter. In the partial recovery method, a portion of the spiderfx filter and the floppy distal tip protrudes from the recovery catheter. The diagram shows the partial recovery spiderfx being withdrawn through an implanted stent. If information is provided in the future, a supplemental report will be issued.